Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be intact. The battery cap was not returned with the pump; a test battery cap was able to fit securely to the pump. The pump powered on with auditory and vibration alarms, indicating that there was power to the pump; the display screen was blank and further testing for the power issue was not able to be performed. Unrelated to the complaint, the pump was opened and the electronically erasable programmable read-only memory (eeprom) component was found to be cracked, causing the blank display. Evaluation revealed that the eeprom component had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (intermittent power) issue. It was reported that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.